Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tips of the instrument broke off on an unknown date. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. The investigation of the instrument has shown that the two pins are severed. Evidence indicates that excessive mechanical stress caused these pins to break. This design was revised in 2007, the present article still reflects the previous design from 2006.